Event description:
It was reported that the inner needle of a biopsy needle became slightly loose from the plastic portion of the needle and the notch was exposed. Reportedly, the procedure was a kidney biopsy. No pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has been returned and the evaluation is currently underway.